Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned. The patient is large and short and when she stood up, the implanted system shifted. The lead had dislodged and was no longer able to pace/sense.